Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a japanese patient developed a skin irritation. The irritation was described like a heat rash with itching on the back and front of the body where the garment meets the patient's skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed an ointment and the irritation improved with the use of talcum powder. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel..

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The irritation was described like a heat rash with itching on the back and front of the body where the garment meets the patient's skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed an ointment and the irritation improved with the use of talcum powder.